Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 111, 168, 185 and 236 mg/dl. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.